Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (600 mg/dl). Customer was treated with intravenous insulin and the issue was resolved. Customer was discharged "after a few days" with no permanent damage. Customer reported that the event was not related to pump or supplies but could not provide a cause. Customer reported being a brittle diabetic and has difficulty managing diabetes even with use of the continuous glucose monitor.